Event description:
Anastomotic leak - pt came back in with bleeding and pain. The next day the pt was operated. The pt apparently was experiencing sever diarrhea and some of the medications given may have impacted the integrity of the anastomosis.

Manufacturer narrative:
No corrective action or remedial actions. Minor leaks are common adverse events in this kind of procedure.